Event description:
The following was reported to davol by the patient: the patient alleges that on (B)(6) 1993 during a procedure for an inguinal hernia it was discovered there was no hernia, however, she was implanted with a flat piece of "marlex" mesh along the right peritoneum floor. She alleges that in 1999 she underwent a CT scan and an MRI related to chronic pain on the right inguinal side. She alleges pain and diarrhea after eating oil products and sensitivity on the right inguinal area since implant. She reports having other health problems including fibromyalgia and spinal issues. She alleges that she is being treated by pain management and neurology for multiple issues including back pain, and states that she will undergo exploratory surgeon in the near future.

Manufacturer narrative:
Currently, is it unknown whether the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided, we have contacted the patient to request additional information. Without product identifiers, a review of the manufacturing records could not be completed. Additionally, the mesh remains implanted. The patient reports receiving medical treatment for pain, but also reports having serious back issues, as well as pain related to the mesh implant. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.